Manufacturer narrative:
Additional information: device lot number provided. Correction: product and related fields updated to proper value. The clamp was returned to the manufacturer for analysis. The clamp was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the screw hole stripped slightly on a clamp. Making it difficult to tighten the screw. Issue occurred intra/peri-operatively with no delay to surgical time. There was no reported impact to patient outcome.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.